Manufacturer narrative:
Concomitant medical devices: 4194 lead , implanted (B)(6) 2008; 5076 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, high thresholds and had possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.